Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The lead was explanted and replaced on (B)(6) 2025. It was also reported the patient's old capped ra and right ventricular (rv) leads had unspecified malfunction and were also explanted and replaced on (B)(6) 2025. The patient was stable throughout the procedure.